Manufacturer narrative:
(B)(4). The device was received for evaluation. A review of the event history log found no keystrokes, programming, use related events, or iipv events that could have caused or contributed to the reported event. Returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. External/internal inspection was performed and passed. Analysis of the device pneumatic system revealed no leak and all pressures were correct & stable. The device passed seal, purge & wet disposable integrity tests. A short simulated therapy was performed and completed successfully. Sample analysis found no failure or malfunction that could have caused or contributed to the reported event. Review of service history data revealed previous device servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a myocardial infarction and subsequently passed away due to the event coincident with automated peritoneal dialysis (apd) therapy. The patient was not hospitalized prior to death. Apd therapy was ongoing until the time of death, it was reported that the patient was not connected to the homechoice cycler at the time of death. The patient did not have peritonitis at the time of death. It was unknown if there an autopsy performed. It was unknown if a death certificate was available. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device has been received and evaluation is underway. Upon completion of the evaluation or if additional relevant information becomes available, a supplemental report will be submitted